Manufacturer narrative:
Concomitant medical products: product ID: unknown_cath, product type: catheter. (B)(4).

Event description:
It was reported that a patient had an inflammatory mass (im) since 1995, and that it was ¿taken care of.¿ the pump system was being used to infuse an unknown medication. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.